Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2021).

Event description:
It was reported that some post port placement, the device allegedly had a pinhole and the patient developed redness, tenderness and oozing. The patient status was unknown.

Event description:
It was reported that some time post port placement, the device allegedly had a pinhole in port site and the patient developed redness, tenderness and oozing from the port site. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the reported hole at port site, redness, tenderness, and oozing issue cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instruction for use reviewed: additional information from instruction for use: the instruction for use states: ¿catheter tunneling procedure. 1. Create a subcutaneous pocket using blunt dissection. Note: do a trial placement to verify that the pocket is large enough to accommodate the port and that the port does not lie beneath the incision. 6. Close the incision site, so that the port does not lie beneath the incision.¿ ¿port and close incision site. 1. Place the port in the subcutaneous pocket away from the incision line. Secure the port to the underlying fascia using non-absorbable, monofilament sutures.¿ ¿implantation preparation: 2. Select the site for port placement. Note: port pocket site selection should allow for port placement in an anatomic area that provides good port stability, does not interfere with patient mobility or daily activities, does not create pressure points, has not previously been irradiated, does not show signs of infection, and does not interfere with clothing. Ideally choose an implantation site in the lateral infraclavicular region for cosmesis and functionality. For arm port placement, port site should be distal to the desired vein insertion site. Patient¿s arm movement should be considered when determining the length of the catheter and the final tip location. Consider the amount of cutaneous tissue over the port septum, as excessive tissue will make access difficult. Conversely, too thin a tissue layer over the port may lead to tissue erosion. A tissue thickness of 0.5 cm to 2 cm is appropriate.¿ h10: b5, d4 (expiry date: 04/2022), g3, h6 (method). H11: e1, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement, the device allegedly had a pinhole and the patient developed redness, tenderness and oozing from the port site. The patient status was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 08/2021), g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.